Event description:
(B)(4). Event occurred in the united states. The patient reported that tubing was getting detached from the three sets. The patient stated that the tubing was caught between the clip and the pants. The site was at the stomach and the pump was worn on the pants in relation to the site. The location of detachment was at quick release. The infusion was being used for about a day. She had a protective cap when she went for shower, however, when the patient went to attach the quick release the tubing detached. Reportedly, the infusions were in stored in bedroom closet. The patient was not aware of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient's blood glucose at the time of incident was 392 mg/dl. No further information available.